Event description:
It was reported that the user experienced sustained hyperglycemia following consumption of a sugary beverage taken for a perceived low and subsequent use of extra meal announcements as corrections, with bg readings reaching ¿high¿ for approximately 12 hours and alerts for severe hyperglycemia. Symptoms included sleepiness, nausea, and vomiting. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, no backup therapy beyond temporary manual injections, and non-urgent assistance from a friend. Investigation included review of glucose reports, coaching to avoid using meal announcements as correction boluses, infusion set troubleshooting with a site change to the abdomen, and replacement of the insulin cartridge. Investigation of this case revealed user-initiated carbohydrate intake and off-label use of meal announcements contributed to hyperglycemia, with potential site absorption variability; no device alarms or hardware malfunctions were reported. It was concluded, based on previously established findings for similar reports, that user behavior and infusion site factors were the likely causes, with resolution after reverting to injections and then reconnecting to the ilet with stabilized bg.